Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete the results will be provided in the supplemental report. No conclusions can be made at this time.

Event description:
It was reported that the down arrow button was not functioning.